Manufacturer narrative:
H10: additional manufacturer narrative. The date of the valve-in-valve is unknown. However, according to the article, the valve was implanted in 2018 and the implant duration was four years. Thus, the first day of the reported period ((B)(6) 2022) was used as date of event. The subject device is not available for evaluation as it remains implanted in the patient. Article citation: ho cb, vejlstrup ng, de backer o, sondergaard l. Intracardiac echocardiogram to diagnose infective endocarditis after transcatheter aortic valve-in-valve implantation. Catheter cardiovasc interv. 2023 jul;102(1):155-158. Doi: 10.1002/ccd.30694. Epub 2023 may 20. Pmid: 37210620. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article ''intracardiac echocardiogram to diagnose infective endocarditis after transcatheter aortic valve in valve implantation'', the following event was identified as pertaining to an edwards device: a 70 year old man patient with a 25mm carpentier edwards perimount valve implanted in the aortic position underwent valve-in-valve procedure after implant duration of four (4) years due to degeneration leading to severe symptomatic restenosis. A 27mm non-edwards transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
Correction: b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)) Updated section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of bicuspid aortic valve and hypercholesterolemia.